Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 190mm distal from the distal end of the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no issues with the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The more than 90% stenosed, 3.0x28mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed with a 2.0x12mm balloon catheter, a 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.